Manufacturer narrative:
Customer quality conducted an investigation of the returned device. The thread of the screw is sheared off and worn on the entire length. Beside this damage the screw is intact, nothing is broken off. The hexagon recess on the screw head is slightly worn. Due to the damage, the dimensions relevant to the complaint cannot be checked for dimensional accuracy of the valid manufacturing specifications. The condition of the returned cortex screw ø3.5 is consistent with damage caused by misaligned insertion and collision with the va-dhp plate. The screw thread was partially sheared off while a mechanical overloading situation. The review of the device history record shows that 239 parts were manufactured in may 2017 and there were no issues during the manufacture of the product that would contribute to the complaint condition. No manufacturing related issue was identified and/or confirmed. The condition of the returned cortex screw ø3.5 is consistent with damage caused by misaligned insertion and collision with the va-dhp plate. The screw thread was partially sheared off while a mechanical overloading situation. Additional device code: hrs. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Additional product code: hwc. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted . Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: please note, this DHR review is for sterilization procedure only. Manufacturing location: (B)(6). Supplier: (B)(6). Manufacturing date: may 08, 2017, expiry date: apr 01, 2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile (B)(4). Manufacturing location: (B)(6). Manufacturing date:apr 19, 2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that this device was used in surgery for the distal humeral fractures on (B)(6) 2017. The surgery was performed by va-dhp (variable angle distal humeral plate) system. After fixing a medial plate, the surgeon inserted the reported cortex screw. However, the cortex screw happened to be inserted into a 2.7mm hole, and the screw head could not be fixed properly, so the screw was replaced. When the surgeon tried to remove the screw, the hole of screw head was worn out, and metal fragments were generated. The cortex screw and metal fragments were removed from the patient¿s body. The surgeon inserted replacing cortex screws into different holes on the plate and completed the surgery with a 10-minute delay. There was no adverse consequence to the patient. This complaint involves 1 part. Concomitant devices: 1x unk va dhp plate. This report is 1 of 1 for (B)(4).